Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. Interrogation of the device revealed ¿device reset has occurred¿ alert upon receipt. Analysis of the device image revealed that the alert occurred due to reset error. The device was restored using merlin programmer. Reset error was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was normal. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. Interrogation of the device revealed ¿device reset has occurred¿ alert upon receipt. Analysis of the device image revealed that the alert occurred due to reset error. The device was restored using merlin programmer. Reset error was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was normal. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.